Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump squirted out insulin during the manual prime and alarmed for a loose drive support cap. The insulin pump was not dropped or bumped, but the drive support cap was sticking out. It was also reported that a button was sticking. The blood glucose reading was 8 mmol/l. Nothing further was reported.